Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 2 devices were received for evaluation; 2 events were confirmed during testing. Approx 1 device was found to be affected by debris in the bearings. Approx 1 device was found to be affected by broken down bearing lubrication. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events, in which the device overheated. Approx 1 reported event had no patient involvement; no patient impact. Approx 1 reported events had patient involvement with no patient impact.